Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported).